Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device

Event description:
It was reported that the patient's generator and lead were explanted due to infection on (B)(6) 2019. The patient's generator was recently implanted on (B)(6) 2019. The surgeon reported that the chest incision site was red, hot inflamed and had a pus discharge due to infection. The manufacturer's device history records for relevant lead and generator were reviewed. Sterilization of the products prior to release for distribution was verified. Product return/device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device no further relevant information has been received to date.